Manufacturer narrative:
This information is based entirely on journal literature and the subsequent follow up information received. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients were referenced in the article. The baseline gender/age characteristics of the patients referenced in the article is male/(B)(6)-years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: atrial rate-responsive pacing and incidence of sustained atrial arrhythmias in patients with implantable cardioverter defibrillators. Pace pacing and clinical electrophysiology. 2016;39(6):548-556. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable cardioverter defibrillators (icds) and the feature of "rate-responsive pacing (rrp)." Multiple patients were noted in the article; however, a one to one correlation could not be mad ewith unique device serial numbers. The author stated that there was an "increased incidence of atrial arrhythmias since atrial pacing is actually needed only in a minority of ICD patients." The feature was turned on for patients that may not need rrp. There was a higher number of atrial tachycardia (at)/ atrial fibrillation (af) episodes for patients with the feature turned on. The author indicated that the feature "seems to be overused." The status of the device is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.